Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Same patient as (B)(4). A review of all batch record documents was performed for (B)(4) with no issues noted during the manufacturing process.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. During hospitalization, the patient was diagnosed with peritonitis. The cause was unknown. Treatment for the peritonitis was antibiotics (route, dose, and frequency unknown). The patient was discharged from the hospital 28 days later. The patient was recovering and pd therapy was ongoing. This is report 3 of 3.